Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit by a bd representative, the biomed reported channel disconnect alarms even when the pump was not touched or moved. Although requested, no further event details or information was received from the customer.